Event description:
A pt reported obtaining inaccurate erratic readings with a one touch profile meter. The readings were obtained during a back to back testing session. Readings ranged from 45mg/dl to 266mg/dl. Readings were done less than 10 mins apart from different finger sticks. No adverse events were reported.